Event description:
It was reported that the right ventricular (rv) lead had undersensing and low sensing values. The rv lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.